Manufacturer narrative:
Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2011. The reported condition of failure code 546:320:654:0000 was confirmed but not duplicated due to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "fc 546:320:654:0000." (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 546:320:654:0000. The event was reported to have occurred upon power up in biomed services. Upon review of the event history, quality engineering determined that this event occurred during delivery causing an interruption. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.